Event description:
It was reported that this left ventricular (lv) lead was found dislodged after a crt-d implant procedure. MRI imaging was used and the entire system was explanted and replaced by a non-boston scientific products. No additional adverse patient effects were reported.